Event description:
A customer contacted global technical service (gts) regarding a system error (se) 2240 alarm (air in tubing) that occurred. This occurred on the homechoice (hc) device during dwell two of four, while the home patient (hp) was connected. The patient stated that the supply bag port appeared to be bent and that it may have a possible loose connection. The technical service representative (tsr) assisted the hp to end therapy and the hp restarted with new supplies. The tsr advised the hp to contact their nurse about the event. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.